Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed that 99 low flow alarms were recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced multiple low flow alarms and had weakness on one side of the body upon admission to the hospital. The patient was found to be hypertensive with mean arterial pressure in 90-100s. Antihypertensives were started. A computerized tomography (CT) showed an old infarct prior to ventricular assist device (vad) implant and it was determined to not consult neurology. The care team suspected right ventricle dysfunction. A right heart catheterization showed the pulmonary capillary wedge pressure of 30 and inotropes were started. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.